Event description:
It was reported "double pumping, severe ECG and ap artifact". Additional information states that the iab catheter was replaced and the iab pump was swapped in an attempt to continue therapy. The reported issue was resolved with the catheter being replaced. It is unknown the site of the second catheter. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#.

Manufacturer narrative:
(B)(4). The full UDI number is unavailable because the customer was unable to provide a valid lot number. The product was not returned for investigation. The customer submitted photos and videos were reviewed. The third photo shows the iab pump serial number. The other photos showed the replacement iabc serial number. The remaining photos and videos show double pumping, and ECG/ap waveform artifacts while pumping. The reported complaint of iab catheter damaged is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "double pumping, severe ECG and ap artifact". Additional information states that the iab catheter was replaced and the iab pump was swapped in an attempt to continue therapy. The reported issue was resolved with the catheter being replaced. It is unknown the site of the second catheter. No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#:3010532612-2024-01121.

Manufacturer narrative:
(B)(4). The full UDI number is unavailable because the customer was unable to provide a valid lot number.